Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. The intra-aortic balloon catheter (iabc) was returned with kinked central lumen. The damaged iabc can result in difficulty inserting the iabc through a sheath; the sheath in question was not returned. The returned intra-aortic balloon catheter (iabc) bladder membrane passed dimensional and functional inspection. The root cause of the kinks is undetermined. A potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the patient had coronary artery stenosis and underwent pci. The intra-aortic balloon (iab) catheter was inserted during the operation, but it was difficult for the catheter to pass through the sheath. After pushing the catheter forcefully for several times, the balloon was broken. As a result, the catheter was replaced and the operation was successful. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had coronary artery stenosis and underwent pci. The intra-aortic balloon (iab) catheter was inserted during the operation, but it was difficult for the catheter to pass through the sheath. After pushing the catheter forcefully for several times, the balloon was broken. As a result, the catheter was replaced and the operation was successful. There was no report of patient complications, serious injury or death.